Event description:
Received voluntary user facility medwatch that states "the distal lumen catheter broke off when the pt was being turned by staff". Upon further investigation, it was reported that the pt had a triple lumen catheter placed approximately two days prior to the event. It was unk to the reporter what had been infusing. While the staff was turning the pt, it was noted that two of the three distal lumen ports had "broken off as if there was insufficient glue". The two lumens were clamped off, and there was no bleed back or blood loss reported. The device was removed and a new one was inserted. There were no reported adverse pt effects. Additional info was requested, but no further info was provided.